Event description:
It was reported that near the end of a case the anesthesiologist noticed flames coming from the patient's mask. As a result the patient suffered burns to his/her mouth, hair, and lips. The hospital was contacted and it was determined the patient was not c